Event description:
It was reported the programmer has a very long boot up time. It was also reported the lid covering the programmer head storage area is broken. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer has a very long boot up time taking 1 minute and 50 seconds to fully boot. Analysis also found the programmer was unable to interrogate non-wirelessly and programmer failed incoming function lem (link electronic module) outputs test; lem printed circuit board assembly replaced to resolve issue. It is noted the keyboard hinges are broken. (B)(4).